Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose (bg) levels were a "little high", the exact value was not provided. The customer's bg level was addressed with a correction bolus via the pump. Reportedly, the customer had manual injections available as alternate insulin therapy.